Event description:
A malfunction was reported, with malfunction code 12, but no notable events occurred prior to this. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump; however, the malfunction code recurred after resetting. Consequently, the pump was to be replaced by technical support. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Furthermore, technical support confirmed the customer's shipping address and instructed them on preparing the pump for return. The customer acknowledged these instructions and agreed to return the pump within ten days using a pre-paid label.